Manufacturer narrative:
This device is not available for testing and evaluation as it was discarded. A review of the manufacturing documentation associated with this lot 17605001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 155 2x25 saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and slight resistance was felt while crossing the lesion in the superficial femoral artery (sfa). Then, the saber pta balloon ruptured at four atmospheres (4 atm) during the initial inflation and leakage of contrast media was confirmed. No patient injury was reported. The saber pta was stored in a hygiene-managed storage. It was taken out from its tray and inspected and no anomalies were confirmed. No issues were confirmed with the balloon set-up. A non-cordis guiding catheter was inserted into the common femoral artery using a cross-over approach and was delivered to the lesion. A non-cordis guidewire also crossed the lesion and an intravascular ultrasound (ivus) confirmed the lesion had diffuse calcification. A non-cordis indeflator was used to inflate the balloon. After the saber pta bc ruptured, it was replaced with another same-size unknown bc. The ivus was used to check the lesion and a smart stent was implanted. The procedure was completed. The device was removed from the patient and discarded in the hospital due to the hospital regulation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received: the device was stored and prepped per the instructions for use (IFU). A contralateral approach was used. There were no kinks or other damages noted prior to inserting the product into the patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. As reported, a 2x250mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inserted and slight resistance was felt while crossing the lesion in the superficial femoral artery (sfa). Then, the saber pta balloon catheter ruptured at four atmospheres (4 atm) during the initial inflation and leakage of contrast media was confirmed. No patient injury was reported. The saber pta was stored per the instructions for use (IFU) and in a hygiene-managed storage. The device was prepped per the IFU and it was removed from its tray and inspected with no anomalies confirmed. No issues were confirmed with the balloon set-up. There were no kinks or other damages noted prior to inserting the product into the patient. A contralateral approach was used. A non-cordis guiding catheter was inserted into the common femoral artery using a cross-over approach and was delivered to the lesion. A non-cordis guidewire also crossed the lesion and an intravascular ultrasound (ivus) confirmed the lesion had diffuse calcification. A non-cordis indeflator was used to inflate the balloon. After the saber pta bc ruptured, it was replaced with another same-size unknown bc. The product was removed intact (in one piece) from the patient. The ivus was used to check the lesion and a smart stent was implanted. The procedure was completed. There was no unusual force used at any time during the procedure. The device was not returned for analysis. A device history record (DHR) review of lot 17605001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/handling factors (slight resistance was felt while crossing the lesion) may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.